Manufacturer narrative:
Complaint confirmed. Visual evaluation showed that all components of the device were returned. Further observation showed that the anchor was returned broken, broken piece was not returned. The caused for this event is undetermined, however the most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the device broke during implanting. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.